Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert for noise and a high number of sensing integrity counters on the right ventricular lead. This was consistent with t-wave oversensing post ventricular sense. The patient will be brought in for reprogramming of the sensitivity. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.